Event description:
In a literature report, a surgeon presented two cases of intraocular lens (iol) exchange using a technique that does not require cutting or folding of the lens, or enlargement of the original wound. The first patient had the iol exchanged due to "poor satisfaction" with the lens. The second patient had the iol exchanged due to lens dislocation. Both patients underwent iol removal using the described technique and implantation of a three-piece iol in the sulcus. Postoperatively, both patients presented with a decrease in corneal cell density. The second patient had history of capsular tear during the initial cataract surgery. There are two medical device reports associated with this event. This report is for the second patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation and determine a root cause. Citation: bonnie. A. Henderson, e. Bo yang. Intraocular lens explantation technique for one-piece acrylic lenses. Journal of refractive surgery (2012) 28:499-502. (B)(4).